Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is being filed under separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique prior to an unspecified interventional procedure. Reportedly, suture breaks occurred with both proglide devices. The sheath was upsized to a 14f and the interventional procedure was completed. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.